Event description:
A cartridge alarm was reported by the customer, which occurred during the pump's load process and while it was pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer will contact a healthcare provider and find a pharmacy for backup insulin management.